Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a suspected malfunction. A routine follow-up observed both atrial and ventricular lead impedance <300 ohms and the inability to program the device, indicating battery depletion.